Manufacturer narrative:
The field service engineer (fse) replaced the ise solution and a sample probe. The fse identified an issue with the waste tubing from the ise waste path and replaced it. The ise calibration and the ise performance check were both within specification. The investigation determined the event was due to incorrect maintenance. The investigation did not identify a product problem.

Manufacturer narrative:
The na electrode lot number was 31231048 with an expiration date of 15-dec-2023. Qc was acceptable before the event. The customer stated na calibration failed at the next calibration; after repeating, calibration and qc were back within the acceptable range.

Event description:
The initial reporter complained of calibration issues and high results for sodium (na) on a cobas integra 400 plus analyzer. The customer alleged the issue has been ongoing between (B)(6) 2023 and (B)(6) 2023. Discrepant na results were provided for 2 patient samples tested on (B)(6) 2023. Patient 1 initial result was 148 mmol/l. The repeat result was 141 mmol/l. Patient 2 initial result was 151 mmol/l. The repeat result was 140 mmol/l. The samples were repeated as the technician noted two "very high" na results in a row. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.